Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the return blood header of the filter was broken. The reported condition was verified. The most probable cause of the condition was determined to be related to a transportation issue or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a prismaflex m set, cracks and fluid leakage were observed. There was no patient involvement. No additional information is available.